Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
Procedure: posterior thoraco lumbar fusion levels implanted: t11-l5 it was reported that on an unknown date, post-op, screw loosening at l4/5 was observed so a revision surgery was performed to replace the screw. In re-operation, the screw was replaced (all screws in thoracic level were replaced just in case. According to the surgeon, it may have happened due to the bending.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.